Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the pump failed to rewind, load and prime.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple call service alarms recorded. On investigation, the time and date was accurately set at the start of investigation. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly was clearly legible. On testing, the pump failed to perform a rewind, load and prime sequence and emitted an alarm. The pump was opened for investigation and revealed a motor cable was not fully inserted into the connector.